Event description:
The technologist operating the integra began to notice that calcium results on several patients in a row were elevated. Qc (both levels) was performed at that time; both were unacceptably high. Morning qc had been fine. The reagent was pulled off the instrument and a fresh reagent cartridge was loaded; qc was acceptable. The technologist repeated 18 patient samples and had to make corrections and notify provider of the 5 patients whose result was clinically different. The issue seemed to occur when the number of tests left in the cartridge got low.====================== manufacturer response for clinical lab chemistry instrument, integra======================roche has sent us a new lot of reagent. We have not any issues with the new lot.